Event description:
It was reported that the ilet screen cracked across the display, delaminated, and lifted from the device housing, after which the touchscreen became unresponsive, and the device could not be operated. Customer care provided support which included customer complaint detail inquiry and replacement of the device with instructions for return of the original unit. Investigation of this case revealed physical damage to the screen and loss of touchscreen functionality; data were not synced prior to shut down, and the device will be returned for evaluation. No clinical symptoms and no injury during the event reported. Outcomes included interruption of pump use and transition to backup therapy by manual injections. It was concluded that the event involved a damaged screen with associated loss of function, with no patient harm reported.